Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information received, it was reported that during the surgery a coolpulse electrode is used which begins to activate only after a few minutes of use, the mode button is pressed to stop it and then an error appears on the console that says internal fault code 400 ref 12. The electrode is disconnected wait a few minutes and then turn on the console again, wait for the self-tests when it gives the order to connect the electrode, it connects and an error appears that says manual control blocked code 600 ref 23 and it is not possible to make the vapr work, so we gave it the pedal option and it did not work, therefore I was forced to pass another vapr coolpulse electrode and with this it was possible to perform what was missing from the surgery. The complaint device was received and evaluated in (B)(4) laboratory. Visual inspections revealed signs of activation and saline residues in the suction tube. No visual damage was found in the shaft and cord. It was testing its functionality; as result, it was not working during ablate and coagulate mode and did not appeared any message. Therefore, the device was sent to manufacturer for further evaluation the vapr clplse90 electrode w hand cntrls was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection revealed that the device was not returned in the original packaging. Also, device was in a used condition with tissue around the active tip and there was saline residue in the suction tube. Finally, no visible damage to the device shaft, handle, cable or plug. The error codes referred to by the customer confirmed a fault with handswitching. Fault code 600 ref 23. The testing further confirmed a fault with the handswitching. When the buttons were pressed it was clear that they were not functioning, the device would however function correctly via the footpedal. The investigation found that the issue was with the button contacts. When the rubber buttons were removed, it allowed direct loading of the individual buttons, which would occasionally result in the buttons functioning. A DHR review has been performed for lot u1912008; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the product ra no initial containment action related to the individual complaint is recommended. From our initial investigation we were able to confirm the customer reported handswitching problem. It is possible the internal button contacts are defective however further investigation is required to determine root cause. A CAPA has already been initiated from a previous complaint to investigate this failure mode further and identify any preventative /corrective actions. At this point in time, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an anterior cruciate ligament procedure on (B)(6) 2020, it was observed that the electrode device displayed error codes 400 and 600. During in-house engineering evaluation, it was determined that the device had saline residues in the suction tube and did not coagulate. Another like device was used to complete the procedure with a delay of 30 minutes. There were no adverse patient consequences reported. No additional information was provided.